Event description:
The customer reported the ventilator was alarming safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The respironics service technician reported he was unable to duplicate the customer reported event. The service technician performed extented self testing (est) which failed due to the heated filter back pressure out of range. The service technician confirmed a diagnostic code in the ventilator log indicating there was pressure differential detected by the ventilator. A detected occlusion will cause the ventilator to alarm and open the safety valve until occlusion is resolved. The service technician replaced the reusable expiratory filter to correct the problem. Est was repeated and passed to operating specifications. The device performed to specification in this condition. Filter replacement must be performed at MFR recommended intervals. User maintenance contributed to this event due to an occluded filter.